Event description:
Allegedly, the surgeon identified through x-ray that there was something in the patient's bone resembling a tip of a drill bit. Upon a search in sterile processing the drill was located and the drill is missing the top portion.

Manufacturer narrative:
The reported event could be confirmed. The device was returned and found to be in the condition stated in the event description. Based on investigation, the root cause was attributed to a design related issue. The failure was caused by design error. A review of the device history for the reported lots did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Device was not returned at time of this report. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Allegedly, the surgeon identified through x-ray that there was something in the patient's bone resembling a tip of a drill bit. Upon a search in sterile processing the drill was located and the drill is missing the top portion.